Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a revision procedure is scheduled for the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with respiratory arrest. A capture issue and diminished sensing were noted on the right atrial lead. The lead remains in use. No further patient complications have been reported as a result of this event.